Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Sensor showing negative values and extremely high values. Readings inconsistent patient condition. The device was planned to be removed on (B)(6) 2016. It was left in the patient but disconnected from the monitor. Sensing discontinued. No patient harm or delay in surgery greater than 30 minutes.

Manufacturer narrative:
Additional information: complaint sample was not returned to codman and no lot number information was provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the device is returned in the future, the complaint will be reopened and a followup report will be submitted. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.